Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 12x4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 24.9 cm distal to the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 12 x 4.00 promius premier drug-eluting stent was advanced for dilatation. However, during procedure, it was noticed that the stent struts were lifted up. The procedure was completed with different device. No patient complications were reported and the patient's status is stable.